Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 29-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 had been sticking, failing repeatedly, and would not open, requiring manual force to loosen. The field service engineer (fse) identified that drawer 6 was slow to open and remained sluggish even after removal of heavy medications. Inspection revealed that the rails were slightly rubbing, and lubrication was applied using oil. Final testing was performed in the hardware test application (hta), and the customer confirmed improved drawer performance and functionality. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 was sticking and failing. It would not open. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.